Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component confirmed a fracture. No lot or order number was provided. Visual inspection and review of the product¿s complaint history of the as and returned component did not provide any evidence of a manufacturing defect that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.